Manufacturer narrative:
The cls was discarded and not available for return to saluda for analysis. The root cause of the reported pocket pain could not be definitively determined. The evoke surgical guide includes the following language regarding pain at the implant site, "the risks associated with the implantation and use of a spinal cord stimulation system include temporary or persistent post-surgical pain at hardware implantation sites... The patient may require surgery (including revision, explant, and replacement) as a result." The saluda rep reported that due to the patient¿s thinner physiology, it was more difficult to locate a comfortable implant site. The replacement cls is noted to be smaller in size. The new implant resolved the previously reported discomfort and the patient is receiving adequate therapy.

Event description:
A patient previously implanted with an evoke spinal cord stimulation (scs) system reported discomfort in the mid-upper left backside, at their evoke closed loop stimulator (cls) implant site. A pocket revision was performed to replace the cls and implant the device lower on the patient¿s backside. The originally implanted cls was operating as intended with no allegations of deficiency. Following revision, the patient is confirmed to be receiving adequate therapy.